Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that after a tka surgery had been performed on 2006, the patient underwent a revision surgery due to pain and instability from to a broken post of the journ art ins bcs std 5-6 rt11 ((B)(4)) and malrotation of the tibia ((B)(4)). The system was replaced with a full exactech. It is unknown current health status of patient.

Manufacturer narrative:
Section h3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The contribution of the device to the reported event could not be corroborated. The clinical/medical investigation concluded that, the reported malrotation finding cannot be ruled out as a contributing factor to the reported dislocations, pain, instability, and broken post with subsequent revision. The patient impact beyond the reported symptoms and revision could not be determined. Without additional clinically relevant information further patient impact could not be assessed. No further clinical/medical assessment can be rendered at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes could be alignment, fit/size of device used or wear. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.